Event description:
It was reported that an increase in lead impedance and high capture thresholds were observed. Exit block was also noted. The lead was explanted and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.